Manufacturer narrative:
Other, other text: additional information was received that the disposable was attached to the pump and given to the distributor. The same leaks were still happening even when removing the equashield connectors and had about 2 leaks a week. Disposable leaks occurred close to a total of 30-35.

Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D1 updated, d4: model number, catalog number, lot number, expiration date, UDI, g5, and h4 are unknown, corrected data: h6: health effects.

Event description:
It was reported the disposable exhibited a leak from the pigtail extension tubing and the equashield adapter. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.